Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/2.5 mm balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'